Event description:
Between january and june 2001, orthopedic physicians identified 3 pts with previous depuy lcs-ps total knee systems, who required knee revision surgery. The MFR reports they voluntarily withdrew the product from the market in 8/00. The surgeons feel the product may have a design issue. They have identified that for a small group of very active pts, revision may be necessary due to pain, swelling and effusion. Two females and one male.